Event description:
Patient #1: [redacted] [redacted]- the distal end of the cardiac filter tubing remained attached to the patient's cvc [central venous catheter] red lumen, while the remainder of the tubing had broken off. I removed the broken distal segment, and a cap change was performed on both lumens. All tubing and IV fluids were discarded, and new tubing and IV fluids were hung. Patient #2: [redacted] [redacted] - during syringe pump infusion of IV lasix, tubing leaked from cardiac filter. Did not notice until end of 10-min infusion. Unclear if patient received full dose. Patient #3: [redacted] [redacted]- cardiac filter component broken - leaking blood from cvc out onto bedding.